Event description:
Eye infection [eye infection nos] case description: spontaneous, serious report, 2000021289us: this report was rec'd from an infection control nurse of three pts who developed postoperative eye infections after implant of a ceeon lens model 912. This report describes a pt who underwent cataract extraction and implant of a 912/23.00(d) intraocular lens. Five days after surgery, pt developed an eye infection. A gram stain was negative. Pt was treated with intravitreal amikacin, vancomycin, and dexamethasone. Pt's prognosis is good. The infection was resolving at the time of the report. Additional info was rec'd on 09 june 2000. A batch review of the lot number for the implanted lens revealed no observed deviation. Furthermore, there were no other complaints rec'd from this lot number. Case comment: this is one of the three reports of endophthalmitis occurring after surgeries performed on different days in the same institute. In that case the pt was treated with antibiotics and vitreous culture was negative. In general, isolated cases of infectious postoperative endophthalmitis are caused by a bacterium from the pt. The causal relation between the event and the intraocular lens is unlikely.